Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "severe swelling, in pain, cellulitis, and hypertrophic scars" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) report an adverse event. Patient was injected with two syringe of juvéderm voluma® xc in ¿cheek and mid face area¿ and one syringe of juvéderm® ultra xc in the ¿nlf.¿ hcp informed us that patient came in for swelling and soreness (tightness) on right cheek 7 days later. Patient was given bactrim ds 80 mg-160 mg, prednisone 10mg oral two days prior to hospitalization. Patient went to the hospital two days later where they were diagnosed with facial cellulitis. Patient had a blood culture at hospital with negative results and was also given IV antibiotic therapy. Takes lisinopril for blood pressure and topical mupirocin. No other information provided. This is the same event and the same patient reported under MDR ID #3005113652-2019-00032(allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra xc, also a device manufactured by allergan.